Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) did not deploy properly. The issue was noticed after implantation and application of lens. The lens was removed and replaced with another lens in the same procedure. The patient was temporarily impaired. There was no patient injury. There was no medical/surgical intervention required. No other information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 27, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: a patient implant identification card, implant notification card, and a plastic simplicity insert was also received. No suspect product for 3541972434 was received. Product evaluation was not performed because no suspected product has been received. The complaint issue reported could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.